Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported a message of programmer overheating occurred. When the message appeared, the user turned the programmer off and allowed it to cool down. The programmer then worked normal. It was recommended to clean the fan vents for air circulation and if there was no improvement, return it to service for repair. The programmer remains in use. There was no patient involvement.